Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient involved in a motor vehicle accident and sustained multisystem trauma. Due to high risk orthopedic injuries and limited mobility, a vena cava filter was successfully deployed at the level of l3 of the lumbar spine for protection of pe. Approximately one year post vena cava deployment, patient had a natural delivery of a 40 week gestigation infant. Approximately fourteen months post vena cava deployment, patient presented to the emergency department with complaint of right flank plain, pt history of right kidney injury. A CT scan performed and identified a single filter limb perforating the medial wall of the ivc. Approximately one year nine months later, a successful filter retrieval procedure was performed without complication; however, the one filter limb was unable to be removed. CT scan demonstrated the filter limb perforating ivc with distal end in the retroperitoneal soft tissue between the aorta and ivc, and the side of the filter limb in an anterolateral to the right of the ivc in the soft tissue adjacent to several small bowel loops. No additional reported attempts to remove the filter limb. Patient reported to be hemodynamically stable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year post ivc deployment, the patient presented at ed with complaints of right flank pain. A CT revealed a detached limb had migrated through the medial wall of the ivc. Two years later, the ivc filter was successfully removed. However, an attempt to snare the detached limb embedded in the ivc wall was unsuccessful. No reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were provided. Medical records were provided. The medical records allege limb detachment and perforation of the vena cava wall approximately two months after giving birth. The filter was allegedly retrieved successfully approximately three years after implantation. The detached limb reportedly could not be retrieved. Based on the medical records, limb detachment and perforation of the ivc can be confirmed. It is possible that the patient's pregnancy and child birth affected the stability of the filter. Therefore it is possible that patient factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. - potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.